Event description:
It was reported to st. Jude medical that the pt rec'd inappropriate therapy for noise on the egm. Technical services noted noise on the ventricular lead that appeared consistent with noise due to a conductor fracture or possible lead dislodgment. Technical services discussed further investigation into the lead's integrity to verify, such as positional testing and x-ray. The defibrillator was programmed off until further testing can be conducted. The system remains implanted.